Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether the product caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via patient call that patient has implanted with a unknown implant in his cervical. Patient complained of neuropathy in his hands. In 2013 his bones were getting weak and he asked for revision. Patient states he has "subsequent hypertrophy" which started at his lumbar in 2013 and now its in the cervical area. Patient states he has "cervical posterior facet decompression with the hardware resulting in facet hypertrophy at c5, c6 and c7 and decrepitation and have also had fontanellecis (spelled phonetically) and at two foramen and finally this spinal cord stimulator". Patient suffered due to non-malignant pain as well.